Event description:
During an unspecified procedure, the shaft of the maverick2 monorail balloon catheter broke during advancement. No patient injuries or complications were reported. Patient status is listed as "good".